Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir leaked. Customer's blood glucose level was not provided at the time of the incident. Customer also reported that insulin pump had recurring no delivery alarm. Customer checked the tubing and the site and found the reservoir area was wet. Customer declined to troubleshoot. Reservoir will not be returned for analysis.